Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges " blinking of the light during the intubation of the patient, while the handle (cat# 3000.500.10 - timesco) worked well without the blade (light was okay). Clinical consequences: no consequence for the patient." Customer reports a new kit was opened and used with no further issue.

Manufacturer narrative:
(B)(4). The sample was returned for investigation. A handle was also returned. The manufacturer reports that during the investigation both the blade and handle are working perfectly. They used a "c battery" as a power source in the handle. No issues were encountered. The light was glowing perfectly and stable. The complaint could not be confirmed.

Event description:
Customer complaint alleges " blinking of the light during the intubation of the patient, while the handle (cat# 3000.500.10 - timesco) worked well without the blade (light was okay). Clinical consequences: no consequence for the patient." Customer reports a new kit was opened and used with no further issue.